Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies (UK office) for evaluation on november 18th 2022. There is no patient involvement in this incident. It is alleged that the device suddenly turned off after approx 1 to 2 minutes, during first stage of priming, during preparation. Not connected to patient. Primed with sodium chloride 0.9%. Tried trouble shooting by switching it off and back on, and checking the cables, each time the same thing happened after 1 to 2 minutes. No error messages displayed. Device tested extensively by hospital engineering over a period of 2 days, unable to make it go wrong. No issues were found with the mains lead and it was fully inserted when received. During initial tests, the battery level was quite low but there was enough residual charge to run the machine in its idle state for approx 12 minutes. Device tested during priming and infusing at various rates, while mains powered and on battery etc. Over 2 days and no issues found at all. In the event of:"no power or battery run time is too short", the operator's manual provides with the possible condition: "power cord not plugged into ac power. Batteries discharged in dc operation" and the operator action as " change ac power source; check power cord connections. Recharge internal battery by connecting the power cord to the ac line. If the battery run time is less than ½ hour after a full 8 hour charge, call service to replace the rechargeable battery". If the problem is- power off immediately after switch to on. System turns on for 2-3 seconds, then turn off automatically with the possible action "igbt's on driver 'a'and 'b' shorted. Eprom is not seated in the socket properly with the operator action "if the problem persists, power off and service machine." The evaluation of the device exhibited no other faults/failures. The unit performed according to our specifications upon receipt. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The review of production records shows that it was an isolated incident and there are no trends associated with this kind of an incident. We will continue to monitor this type of incident.

Event description:
Device suddenly turned off after approx 1 to 2 minutes, during first stage of priming, during preparation. Not connected to patient. Primed with sodium chloride 0.9%. Tried trouble shooting by switching it off and back on, and checking the cables, each time the same thing happened after 1 to 2 minutes. No error messages displayed. Device tested extensively by hospital engineering over a period of 2 days and not been able to make it go wrong. No issues were found with the mains lead and it was fully inserted when received. During initial tests, the battery level was quite low but there was enough residual charge to run the machine in its idle state for approx 12 minutes. Device tested during priming and infusing at various rates, while mains powered and on battery etc. Over 2 days and no issues found at all. There is no patient involvement in this incident since it occured at the preventive maintenance stage.